Event description:
It was reported by the patient the device begain "acting strange about a year ago". Patient also reported "device fluttering" and "device shock" occurred approximately six weeks ago. Patient continued to report "heart flutter" and device "went off" when patient was "not doing anything at the time". Patient stated, "something definitely is going on with my device." Patient also reported the device is "being manipulated from the outside". "Buzz, buzz" is being heard intermittently from the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.